Manufacturer narrative:
The hill-rom technician found the brake caster not holding due to the steer bar being broken, caster support broken, and the brake/steer hex rod out of alignment. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the steer bar, caster support, and aligned the brake/steer hex rox to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the head end brakes are not holding. The bed was located at the account in storage. There was no pt/user injury reported. (B)(4).